Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and cleaned the plunger in the reported problem area of the pipette assembly. The instrument was cleaned, inspected, tested without further problem, and returned to service.